Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The retraction problem was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported retraction problem and patient effect, however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide footplate did not completely close after firing sutures so when removing the proglide the footplate tore a hole in the femoral artery necessitating rapid upsizing to a 12 fr. The sutures of two proglide devices were successfully preplaced prior to the procedure. The evar procedure was completed and the successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.